Event description:
On (B)(6) 2010 an advance sling was implanted to treat the patient's incontinence. It was reported that on (B)(6) 2010, a urethroscopy and urethrogram were done and no erosion was found. A transurethral catheter was placed to treat the patient for symphsitis. The event was reported as resolved on (B)(6) 2010.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.